Manufacturer narrative:
No pt was present. The device has not been returned to the MFR.

Event description:
A medtronic rep reported that the vertek arm will not lock. This event did not occur during surgery and no pt was present.